Event description:
The customer stated the device turns off when the charger is connected. No pt involvement.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed and caused by a relay on the power supply circuit board that would no longer change states, therefore, when the device was transferred from battery to auxiliary power, the device would not activate. Replacement of the relay resolved the issue. Upon completion of repairs, the device passed release testing and returned to the customer.